Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced software error. The customer reported no adverse event. The event involved product(s) mmt-8201. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated no harm requiring medical intervention was reported. No product return is required for mmt-8201.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian - software version 1.4.0 installed on samsung s9+ android 10 with a transmitter was conducted and confirmed the issue is not reproduced. The software successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) version f. After conducting a thorough investigation, we identified two scenarios in which the updating screen appears: app relaunch: the logs indicate continuous app relaunches due to insufficient ram or cpu resources. The system often terminates background apps to allocate memory to foreground apps, causing repeated relaunches. Unstable connection due to low rssi: the logs also reveal frequent disconnections caused by weak signal strength (low rssi) and supervisor timeout errors. Helpline informed us that new sensor did not have this issue with the updating. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.